Manufacturer narrative:
The unit alarmed lost sensor while connecting to the glucose sensor simulator; the problem was isolated to the mother board. The unit was received with a cracked case at the display window corners, a cracked belt clip slot, and a minor scratched lcd window. The unit did not have cracks on the lcd window or cracks on lcd glass

Event description:
The customer called to report that the belt clip broke which caused the insulin pump to fall and crack. Since then there were differences between the sensor glucose and blood glucose reading. The customer's sensor glucose reading was 103 mg/dl compared with the blood glucose reading of 280 mg/dl. The customer was advised to discontinue use of the device and revert to a backup plan. The device was replaced and returned for analysis.